Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously elevated troponin (accutni) results, within the risk stratification range, were generated by access 2 immunoassay system for three patients. Testing by an alternate methodology produced results within the normal reference range. Repeat testing on the original access 2 instrument produced results within the risk stratification range for two patients and a result within the normal reference range for one patient. The customer indicated the initial results were not reported out of the laboratory and therefore there was no impact on the patient treatment. The samples were collected in beckton dickinson 3 ml lithium heparin plasma separator tubes and were centrifuged at 3500 rpm for 5 minutes at room temperature. The customer reported that the samples were not low volume, icteric, hemolyzed, or lipemic. Review of the qc data indicated that the qc results were out of the established ranges on the day of the event. The supplied accutni calibration curve from (B)(6) 2012 shows all levels of calibrators passing with acceptable %cvs. Routine system checks, performed on (B)(6) 2012, were passing within instrument specifications. Bec field service engineer (fse) noted air bubbles in the tubing of wash probes #3 and #5 and replaced the wash pump seal to resolve this issue. These air bubbles in the tubing may lead to the improper amount of wash buffer being dispensed into the reaction vessels, which may cause incomplete washing of the unbound analyte. The fse verified system performance by running system check, qc, and a 10 repetition precision test.